Event description:
It was reported that the surgeon had issues with a pediatric vns patient's lead approximately five years ago. The surgeon was unable to recall the patient or the details of the event, but stated he would provide the information when he locates the patient in his records. Attempts to the surgeon for additional relevant information have been unsuccessful to date.